Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not alert the customer of an elevated blood glucose (bg) level. Subsequently, customer was hospitalized with a bg level of over 600 mg/dl and diabetic ketoacidosis. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.